Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A finetuner echo was returned to service and repair. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor. According to the repair request form, the device was reported to be non-functional. No injury has been reported.

Manufacturer narrative:
Conclusion: according the information received, a finetuner echo was sent to service _ repair due to not functioning. During device investigation two failed capacitors was detected which was clearly the reason for the reported issue. Also, two other component was missing from the circuit board. Electrical inspection could not be performed because of the observed failure. No injury was reported. This is a final report.

Event description:
A finetuner echo was returned to service and repair. Upon preliminary investigation at service and repair it was determined there is failure of the tantalum capacitor. According to the repair request form, the device was reported to be non-functional. No injury has been reported.